Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus repair center for the evaluation and reported problem was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic a retrograde intrarenal surgery (rirs) the subject device had an image that was getting foggy intermittently. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Event description:
It was reported that during a therapeutic a retrograde intrarenal surgery (rirs) the subject device had an image that was getting foggy intermittently. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.